Manufacturer narrative:
On march 02, 2023, mentor received the device for evaluation. On march 14, 2023, mentor completed a visual inspection, leak testing, and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view extending to the posterior view. Leak testing was performed, according to mentor procedure, and it identified a tear on the anterior view within the crease/fold measuring less than 0.1 cm. A microscopic examination was performed and instrument damage was not found on the area of the tear. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 43-year-old female patient underwent a breast augmentation revision surgery with a 325cc mentor smooth round moderate profile saline breast implant. Post-operatively, the patient experienced a deflation of the left prosthesis, which was confirmed by a medical professional. As a result, the patient underwent removal on (B)(4) 2023.